Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25131678, 25131808, and 25132029, the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not turn off after using it for a few minutes. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(6).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not turn off after using it for a few minutes. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(4).